Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation posteriorly of the uterus"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and cervix carcinoma ("cervical cancer") in an adult female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. Concurrent conditions included overweight, cervical dysplasia, bloating, diarrhea, vomiting, irregular menstrual cycle and inflammation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), irritability ("irritability"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), depression ("depression"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and migraine ("migraines"). The patient was treated with surgery (laparoscopic converted to open hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, cervix carcinoma, menorrhagia, vaginal haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, irritability, cystitis, urinary tract infection, fungal infection, depression, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and migraine outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cervix carcinoma, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, irritability, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - in february 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, abdominal pain lower, abdominal pain, described uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: medical records received. Date of removal update from 05-oct-2015 to 15-oct-2015. Concomitant disease, historical condition were added. Reporter information, event added per mr: uterine perforation. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and cervix carcinoma ("cervical cancer") in a female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), irritability ("irritability"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), depression ("depression"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and migraine ("migraines"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, cervix carcinoma, abdominal pain, vulvovaginal pain, abdominal pain lower, irritability, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, fungal infection, depression, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cervix carcinoma, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, irritability, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and cervix carcinoma ("cervical cancer") in a female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In february 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), irritability ("irritability"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), depression ("depression"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and migraine ("migraines"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, cervix carcinoma, abdominal pain, vulvovaginal pain, abdominal pain lower, irritability, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, fungal infection, depression, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cervix carcinoma, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, irritability, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram: in february 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events irritability, vaginal bleeding, menorrhagia, bladder infection, urinary tract infection, yeast infection, depression, bladder disorder, urinary problems, nausea, dysmenorrhea, dyspareunia, cervical cancer, vaginal discharge, fatigue, weight gain and migraines added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.